Event description:
A PICC insertion in an artery. The patient was not injured.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl1296 showed no other similar product complaint(s) from this lot number.